Manufacturer narrative:
(B)(4) - against resistance. Concomitant products: guide wire: joker pv; guide catheter: 7f terumo. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. Additionally, it should be noted the otw omnilink elite instructions for use states: should unusual resistance be felt at any time during either lesion access or removal of delivery system post-stent implantation, the entire system should be removed as a single unit.

Event description:
It was reported that during the procedure to treat a moderately calcified, eccentric, 80% stenosis in the common iliac artery. Reportedly, the 9.0mm x 29mm omnilink elite stent delivery system (sds) was advanced and reached the lesion after being caught on the calcification. The sds kept getting caught with the calcification, while it was being advanced to the lesion. Thus, resistance was encountered during the advancement. On angiography, the stent was found to be shifted and moved proximal. The stent was confirmed to be moved approximately 4mm, thus, the system was withdrawn out of the anatomy as a single unit. Once removed from the patient anatomy, the stent was found not to be mounted on the sds balloon and the dislodged stent was found inside the sheath. Resistance was felt during advancement and with the sheath during removal. The procedure was completed without implanting a stent. There were no adverse patient effects and no clinically significant delay.